Manufacturer narrative:
The sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Visual inspection was performed on the sensor plug assembly. No issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message after 4 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 between 3-4 a.m., the message displayed while he was asleep and he experienced unspecified symptoms of hypoglycemia and a loss of consciousness. Customer's wife used a competitor brand meter to obtain a capillary result of 56 mg/dl and then treated the customer with a glucagon injection. Customer regained consciousness at 4:20 a.m. And no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 4 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 between 3-4 a.m., the message displayed while he was asleep and he experienced unspecified symptoms of hypoglycemia and a loss of consciousness. Customer's wife used a competitor brand meter to obtain a capillary result of 56 mg/dl and then treated the customer with a glucagon injection. Customer regained consciousness at 4:20 a.m. And no further treatment was reported. There was no report of death or permanent impairment associated with this event.